Event description:
It was reported that the patient came to the hospital with what appeared to complete heart block. Telemetry could not be established with the device. The patient required external pacing due to no pacing from the device. It was also reported that the device was at end-of-life. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis was inconclusive. Device data for longevity calculation was not able to be retrieved from save to disk due to battery depletion.